Event description:
On (B)(4) 2014, (B)(4) received a telephonic complaint of an injury occurred during use of the identified device. The employee collected the following info: "pt burned by handpiece. Burn was second degree. Performing exposure of impacted tooth #4. Burn occurred 15-20 minutes into procedure, 5 minutes of handpiece use. Prior to exposure #4, #17, and #32 (wisdom) teeth were removed. (There was no indication of injury prior to burn. Staff observed burn and dr may have noticed additional vibrations but not significant to have caused alarm. Staff observed lip looked funny and when the procedure was stopped, the burn was observed. Observed burn from mucosa onto lip crossing vermillion border onto skin. Skin loss on lip and skin below vermillion. Pt was under deep sedation/general anesthesia. Following progress closely, 2 follow ups have occurred and area is improving. May be potential for dermatology work". Records show handpiece was last repaired by (B)(4) on july 28, 2013. Handpiece was received by (B)(4) on (B)(4) 2014 and forwarded to original manufacturer, nakanishi, inc. On (B)(4) 2014 for additional investigation. Office was provided no charge replacement per standard operating procedures.